Manufacturer narrative:
Philips service replaced the geometry pc and noted an intermittent collimator issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geometry pc intermittently failed to boot up on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.